Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection and the device functioned properly during evaluation. The cause of the reported event remains unknown.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
Correction information: g1 additional information revealed the initial MDR for this event was reported under the incorrect MFR report number and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3004936110.